Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to no voltage. The log was downloaded and reviewed finding a low battery and a failed transmitter error. The allegation was confirmed. The root cause was determined to be a low transmitter battery voltage. No injury or medical intervention was reported.